Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the black part of the joint was broken and fell into the cavity. All broken pieces were retrieved using an endoscope. A new device was opened to continue the procedure, but its joint part also cracked during use. Using a third device, the procedure was completed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).